Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the pump and catheter would be sent back that day. It was noted that the specific issue with the catheter was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type catheter product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-sep-14. It was reported that the hcp infiltrated the midline spinal scar overlying the catheter anchor site with bupivacaine and incised the scar for two inches. The hcp carried this incision down to the catheter anchor, which was intact. It was ntoed that there was several milliliters of clear cerebrospinal fluid (csf) in the spinal pocket consistent with a leaking catheter. It was stated that the hcp identified the leak in the side wall of the catheter near the anchor, where a bend in the catheter had occurred chronically. The hcp therefore removed the entire catheter and sent it back to the manufacturer for evaluation. It was indicated that this occurred pre-operative. It was also noted that the manufacturer's representative sent the pump and catheter back on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on september 12, 2017. The pump and catheter were returned to the manufacturer for analysis on september 22, 2017. It was indicated the pain pump and intrathecal catheter were replaced, and the reason for the revision was provided as "eri 7 mo." It was indicated the catheter tip location was at t6. The pump was a 40 cc pump. The implant site was located in the patient's left abdomen. The surgery was scheduled as a day surgery. Anesthesia was marked as "mac," and a c-arm was indicated as special equipment. The patient's position was provided as "prone." The diagnosis was provided as lumbar radiculopathy. The patient's weight was provided as (B)(6) pounds with a height of (B)(6) and a body mass index of (B)(6). Allergies included: transparent dressing, codeine, pcn, sulfadiazine. Comorbidities included: testicular ca, heart disease, high blood pressure, ulcer disease, and ulcerative colitis. A review of the device interrogation returned with the pump indicated the device had been interrogated on (B)(6) 2017 at 9:44 with the last change occurring on (B)(6) 2017 at 15:01. The estimated eri (elective replacement indicator) was at 4 months. The logs confirmed a reset occurred on (B)(6) 2017 at 22:12, along with a low battery reset, and pump in safe state message. An additional pump in safe state message occurred on (B)(6) 2017 at 15:02, followed by a motor stall recovery message at the same time.

Manufacturer narrative:
Analysis of the pump identified a high battery resistance. Analysis of the 8596sc catheter identified tearing/coring in the cup of the sc connector. Leaking was observed from the sc connector during pressure leak testing in the lab. Analysis of the 8598a catheter identified a hole caused by deep abrasion. Leaking was observed from the site of the hole and abrasion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [9.8 mg/ml] at a dose of 0.0585 mg/day, fentanyl [2000 mcg/ml] at a dose of 12.1 mcg/day, and bupivacaine [14.5 mg/ml] at a dose of 0.087 mg/day at minimum rate mode via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on 2017-aug-16 that the patient had been hearing the pump alarm and seeing 8474 on the personal therapy manager (ptm) when a bolus was requested and was having a return of symptoms. It was noted that the pump was last refilled two weeks ago, at which time a routine catheter dye study was done. It was indicated that pump replacement was scheduled for december. The critical alarm heard every 10 minutes was confirmed by telemetry to be reset occurred, safe state occurred. The hcp confirmed 8474 code on the ptm. It was reported that the patient had a sudden change in therapy/symptoms of not feeling well, diarrhea, and increased pain. It was noted that although the patient was not feeling well the hcp reported the patient had a lot of other things going on. It was stated that the patient had been lying in bed for four days. It was indicated that the event logs confirmed low battery reset on saturday (B)(6) 2017, which was the date the patient started to hear the alarm and see 8474 on the ptm. It was indicated that the hcp would contact a facility to review the patient situation and coordinate a pump replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-21. It was reported that the cause of the low battery was unknown and that it would not be known until the pump came back for analysis. It was indicated that they would not do the surgery so the question of whether the pump would be sent back for analysis could not be answered by them. The patient's weight at the time of the event was (B)(6)lbs. No further complications were reported or anticipated.